Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing inhibition. The physician stated that there was intermittent capture but there was no documentation to confirm this. The field representative tested the lead and showed good thresholds, impedance and sensing values where stable and consistent. The physician still decided to explant the rv lead. A new rv lead was implanted. The explanted lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.